Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. Replacement iol was an monofocal unknown model and unknown power. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced 3 d vision and dysphotopsia. The iol was exchanged for a different iol model. Additional information has been requested.